Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the circumflex artery. The 2.75mm x 12mm promus element plus stent was used. Upon placing the device on an unspecified guide wire, it was unable to advance. When an attempt to remove the device from the unspecified guide wire, the stent was damaged. The procedure was completed with a different device.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the circumflex artery. The 2.75mm x 12mm promus element plus stent was used. Upon placing the device on an unspecified guide wire, it was unable to advance. When an attempt to remove the device from the unspecified guide wire, the stent was damaged. The procedure was completed with a different device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal end. The two most distal rows were flared and pushed proximally with struts pushed outwards. The balloon appears to have been subjected to a minor positive pressure causing the stent to slightly flare, followed by further damage. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. A 0.015"product mandrel was inserted through the guidewire lumen with no restrictions noted. The hypotube was severely kinked at two locations: 39cm and 86cm from the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).